Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer analyzed two samples from one patient in the a&e department using the elecsys troponin t assay (tnt) on the cobas 8000 e 602 module (e602). The samples were drawn at the same time and analyzed in parallel. All results are in units of ng/ml. The initial results were not released outside of the laboratory. The initial results were 40 and 14 for the first and second samples respectively. The repeat results on another analyzer were 14 and 14. The customer repeated the samples on the original e602 with results of 14 and 14. There was no allegation that an adverse event occurred. The tnt reagent lot number and expiration date were requested but not provided. The customer could not rule out sample integrity issues such as fibrin or microclots in the sample. The customer stated that the measuring cells may be very old; maintenance is current, but the replacement of the pinch tubing was overdue. The field service representative performed a photo-multiplier tube voltage adjustment, replaced the syringe seals and pinch tubes. He completed instrument checks to ensure the analyzer was functioning correctly. He performed testing to determine if the measuring cells required replacement. The test passed and measuring cells were not replaced. The reagent probe and extra wash station tubing were contaminated; he replaced the probe and thoroughly cleaned the extra wash station. The root cause of the non-reproducible discrepant high result was carryover caused by contamination in the extra wash station tubing. These are typical root causes for carryover. The customer has not had any further issues since service was performed.